Event description:
It was reported that pump experienced malfunction alarm malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, and was advised to return malfunctioning pump to tandem within 10 days using provided shipping materials, while tandem technical support arranged shipment of replacement pump with updated software and instructed customer to re-enter pump settings and reconnect continuous glucose monitor.